Event description:
Pt participated in a (B)(4), 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c4 and c5 with pedicle screws at c4 and c5. Pt had been experiencing pain for 2 months. Surgery date was (B)(6) 2006. This complaint is 7 of 7 for the same study. This complaint is on the right 14mm variable angle screw at c4.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.